Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and the explanted ipg was not returned per hospital policy.